Event description:
It was reported that the guidewire had fractured. A percutaneous coronary intervention was being performed on a mildy tortuous, severely calcified, 95% stenosed lesion. During the procedure prior to rotoblation, the distal end of the rotawire had fractured. The rotawire was removed, however the fractured part was unable to be removed. The remaining fractured part of the rotawire was then stented to the vessel wall. No patient complications occurred due to this event.

Event description:
It was reported that the guidewire had fractured. A percutaneous coronary intervention was being performed on a mildly tortuous, severely calcified, 95% stenosed lesion. During the procedure prior to rotoblation, the distal end of the rotawire had fractured. The rotawire was removed, however the fractured part was unable to be removed. The remaining fractured part of the rotawire was then stented to the vessel wall. No patient complications occurred due to this event. It was further reported that the target lesion was located in the right coronary artery. The radio-opaque distal floppy tip of a guidewire (rotawire) was separated at the mid-right coronary artery and a long stent was positioned alongside the fragment. The wire tip was located in a densely calcified region. The proximal end of the rotawire extend approximately 2 cm from the guide catheter tip. There appears to be a 90 degree angulation between the guide catheter tip and the ostium of the rca. The rotawire torque clip was used during this procedure to allow the wire to move.

Manufacturer narrative:
Device evaluated by MFR:the returned product consisted of the atherectomy rotalink burr catheter. The alleged rotapro advancer was not returned for analysis. A portion of the rotawire used in the procedure was also returned. The handshake connection, sheath, coil, burr and annulus were visually and microscopically inspected. Inspection of the device presented no damage or irregularities. The returned portion of the rotawire was used for functional testing. The returned portion of the rotawire was able to be advanced and retreated from the returned burr catheter with no resistance or issues. Product analysis confirmed the reported rotawire fracture, as a portion of the rotawire was not returned for analysis.

Event description:
It was reported that the guidewire had fractured. A percutaneous coronary intervention was being performed on a mildy tortuous, severely calcified, 95% stenosed lesion. During the procedure prior to rotoblation, the distal end of the rotawire had fractured. The rotawire was removed, however the fractured part was unable to be removed. The remaining fractured part of the rotawire was then stented to the vessel wall. No patient complications occurred due to this event. It was further reported that the target lesion was located in the right coronary artery. The radio-opaque distal floppy tip of a guidewire (rotawire) was separated at the mid-right coronary artery and a long stent was positioned alongside the fragment. The wire tip was located in a densely calcified region. The proximal end of the rotawire extend approximately 2 cm from the guide catheter tip. There appears to be a 90 degree angulation between the guide catheter tip and the ostium of the rca. The rotawire torque clip was used during this procedure to allow the wire to move.